Event description:
It was reported that a pt underwent a sling procedure on an unk date. Post-operatively, hemorrhage with significant blood loss occurred which required add'l hospitalization and later, an ER visit. The pt has unresolved and worsened severe urinary incontinence, abdominal, pelvic and vaginal pain which is constant and disturbs sleep. The pt has painful intercourse, "constant spotting' and unresolved rectocele. There are "wadded up lumps of mesh" in the pt's perineum. The pt is seeing a specialist for eval and testing and probable corrective surgery and removal of the device.

Manufacturer narrative:
H6 conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived for the evaluatoin will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.